Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the suture on the blue dilator was broken. The dart was located behind the catch of the capio slim suture capturing device. There is a small amount of suture attached to the dart confirming that the needle did not detach from the suture but rather the lead suture broke. Analysis revealed no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during an unknown procedure on (B)(6) 2016. According to the complainant, during the procedure, it was noted that there was a dislocation of the needle crossing the ligament. The patient undergo radiography and no metallic residue was found inside the patient's pelvis. The patient was reviewed 6 weeks later post-operation and she was fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during an unknown procedure on (B)(6) 2016. According to the complainant, during the procedure, it was noted that there was a dislocation of the needle crossing the ligament. The patient undergo radiography and no metallic residue was found inside the patient's pelvis. The patient was reviewed 6 weeks later post-operation and she was fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.